Event description:
A peritoneal dialysis nurse reported to a baxter nurse that a homechoice machine received a system error 2367 and 2240. Those alarms occurred when the patient was connected to the machine to do the therapy. The patient was hospitalized, but it is not clear if the patient was already hospitalized when the system errors occurred. The patient was hospitalized due to the need of a thoracentesis, which was not related to pd therapy, but related to patient pulmonary issues. During his stay in the hospital, on (B)(6) 2011, he had abdomen pain so he underwent surgery. It seemed there was air in his abdomen that gave him strong pain. The surgeon reported that during the surgery they heard a hiss due to the air coming out from the abdomen and he confirmed that the intestine was not pierced. The nurse and the doctor think that the air in the abdomen could be linked to the system errors occurred on (B)(6) 2011. They are waiting radiology results to have an idea of how much air there was in the abdomen. The patient was doing pd therapy more or less since 2 years. The patient is still in the hospital. He is stable and he is doing hemodialysis. The hospital nurse reported on (B)(6) 2011 that the patient is still doing hemodialysis in the hospital, but he has again air inside the body. They realized of it through a CT scan.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow up will be submitted when additional information becomes available.